Event description:
It was reported that occlusion alarms occurred. System check was started with tandem technical support (tts) however, customer was unable to complete the check. There was no adverse impact to customer¿s blood glucose level. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.